Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting sometime in (B)(6) 2015 to the outer thighs (no further information provided for that treatment). Patient was also treated with coolsculpting on (B)(6) 2015 with legacy coolcore ((B)(6) and (B)(6)) to the abdomen and with legacy coolcurve+ ((B)(6)) to the bra line who developed paradoxical hyperplasia (pah/ph) of the bra line (onset not specified and diagnosis dates not specified). (B)(6) and (B)(6).

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting sometime in september 2015 to the outer thighs (no further information provided for that treatment). Patient was also treated with coolsculpting on (B)(6) 2015 with legacy coolcore ((B)(6)) to the abdomen and with legacy coolcurve+ () to the bra line who developed paradoxical hyperplasia (pah/ph) of the bra line (onset not specified and diagnosis dates not specified). (B)(6).